Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by powering on the analyzer. When fse powered on the analyzer two pages of errors appeared and were related to blown fuses. Fse resolved the complaint by replacing the blown fuses (f2) on the main board. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. (B)(4). The aia-900 operator's manual under section12: error messages states the following: [3110] pm07x fuse blew cause: blown pm070, pm071, or pm072 fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check pm070, pm071, and pm072 and also the related wiring and board. [3119] lp173, lp174 fuse blew. Cause: blown lp173 or lp174 fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check lp173 and lp174, and also the related wiring and board. The most probable cause of the reported event was due to the blown fuse (f2) on the main board.

Event description:
A customer reported error messages ¿3110 pm07x fuse blew" and "3119 lp173, lp174 fuse blew¿ on the aia-900 analyzer. The customer power cycled the analyzer and the tips door would not open. Technical support specialist (tss) guided the customer to open the door and it would not close. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.